Event description:
It was reported that the insulin pump has a blank display. Customer's blood glucose reading was 400 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly to connector on interface board. Displacement test was not performed due to blank display. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.